Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation with tissue marker. The probe appeared bloody with the aperture opened. The saline cap was not returned and the proximal retaining cap was glued to the probe. No damage was noted to the rear housing of the returned device. The returned probe was tested with in-house tubing assembly and in-house marker. Marker was successfully inserted and removed from the probe. However, the investigation is inconclusive for the reported difficult to remove issue as the conditions of use (i.e., human tissue) could not be replicated. A definitive root cause for the alleged difficult to remove issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2021), g3 h11: e1, h6(method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during breast biopsy procedure, the device allegedly difficult to remove. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (10/2021).

Event description:
It was reported that during breast biopsy procedure, the device allegedly difficult to remove. The procedure was completed using same device. There was no reported patient injury.